Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead.

Event description:
A consumer reported that the patient had rejection on their head on (B)(6) 2016. The patient's health care provider (hcp) found the rejection was getting better on (B)(6) 2016, but they found rejection at the implantable neurostimulator (ins). The patient also had symptoms of their voice being light, they could not lift their leg up, and they had waist pain. A revision was done on (B)(6) 2016. During the revision, the ins was moved to the patient's left side. The patient was still in the hospital. The patient did not have a 50 percent or greater reduction in symptoms. The cause of the event was unknown and it was unknown if any troubleshooting was done. The patient wanted to have the ins reprogrammed to improve their symptoms. The patient's indication for use is parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.